Event description:
Patient reported that lancet does not fully retract inside of the lancet device, after use. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.